Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the lens met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported during an intraocular lens (iol) implant procedure that the capsule had ruptured. A vitrectomy was performed and an anterior lens was implanted. In a follow up, the nurse reported that the capsular rupture and the vitrectomy were not related to the device. She stated, "the information requested was no relevant."